Event description:
The pt had issues with the stimulation; it was not helping as it did during the trial. The device was reprogrammed with no success. An x-ray was obtained (B) (6) 2009; one of the leads migrated. A lead revision was planned, but not scheduled at the time of this report.

Manufacturer narrative:
(B) (4).